Event description:
Reporter noted no power from footswitch at start of phaco, then insufficient aspiration. Switched out cassette and handpiece, then unit to complete the case. Patient had corneal edema one day post-op; prognosis reported as good.